Event description:
As reported, the sealant of a 6-12f mynx control venous vascular closure device (vcd) was not completely unsheathed from the device. Mild damage was noted to the sealant sleeves after removal. Manual compression was held for hemostasis. The device was used with an 8f sheath. The other two sites in the left groin were closed successfully. The device was discarded during case clean up. The procedure used a retrograde approach. The deployer was trained on the mynx device. An 8f avanti sheath introducer was used. The device was stored and prepared according to the instructions for use. No damage was noted to the button. The button completely depressed. The tension indicator was aligned with the markers on the handle halves before deployment. The device storage temperature exceeded 25 °c. No kinks were noted in the sheath or device after removal. The tension indicator displayed a clock symbol after button #1 depression. The device is not being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2609901 presented no issues during the manufacturing process that can be related to the reported event. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation.